Manufacturer narrative:
Poly insert dislocation was reported for pt with a total knee implant. Revisions surgery occurred to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specifications.

Event description:
Poly insert dislocation was reported for pt with a total knee implant. Revisions surgery occurred to exchange the poly inserts.